Event description:
A surgeon reports observing clear acrylic looking material between the intraocular lens and the capsule in several pts following implant surgery. A yag capsulotomy to remove material from the center of the visual axis was required for one pt. Additional info has been requested.